Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized; blood glucose (bg) value was not provided. Cause was not known. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.